Manufacturer narrative:
Case outcome: records for the lot cov4099004 were reviewed and it was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Refer to investigation report - (B)(4).

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit today, so this is an out of box issue. When the customer performed the test correctly, nothing appeared next to the t-line, and nothing next to the c-line. The customer confirmed that there was no visible line next to the c-line or the t-line on the kit in question. The customer has thrown away the test cassette in question and cannot send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit today, so this is an out of box issue. When the customer performed the test correctly, nothing appeared next to the t-line, and nothing next to the c-line. The customer confirmed that there was no visible line next to the c-line or the t-line on the kit in question. The customer has thrown away the test cassette in question and cannot send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.